Manufacturer narrative:
Zoll medical corporation evaluated the device, and the device performed to specification. Review of the device configuration indicated that the defib ready hold time setting was set to 120 seconds, and as a result, this will cause the defib charge time to time out after charging for 2 minutes. After review, it was concluded that the device was deemed to be working. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device took an extended time to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.